Event description:
Nurse reported that the operator noted blood leaking from the arterial line connection to the dialyzer, during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback per facility protocol, resulting in an estimated blood loss of 190cc. The amount of blood lost via the leak was not reported. No medical intervention was required.

Manufacturer narrative:
The product was not available for evaluation therefore, the reported issue cannot be confirmed. Further investigation is not possible since lot number was not provided. The user's guide adequately warns that the nxstage cycler may not sense fluid or blood leaks and instructs the user to periodically check for leaks and terminate treatment if a leak cannot be resolved. No medical intervention was required for the blood loss. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.